Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
While attempting to deploy the novasure device during a procedure, the physician "felt a puncture occur". The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. No treatment was required for the perforation and the pt was discharged. On (B)(6) 2011, it was reported that the pt has been seen on follow-up and there were "no complications related to the puncture".